Event description:
It was reported that this implantable pacemaker was found in safety mode in response to low battery conditions. The patient was scheduled for replacement, however, the patient attended the emergency room due to palpitations and pre-syncope. As a result, the patient was admitted to the hospital and has been scheduled for replacement. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.